Event description:
During remote follow up, post paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.

Event description:
Additional information was received that despite programming changes, post paced t- wave oversensing continued. Technical support was contacted and recommended additional reprogramming. The device was reprogrammed as a resolution. The patient was stable.